Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the customer observed 240 units after completing the load process. However, the customer was unable to confirmed if the initial display contained a "+" sign. Tandem technical support educated the customer on the insulin gauge calculations of the pump. The customer was satisfied with the information provided. There was no reported impact to the customer's blood glucose level.